Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-04512. It was reported that post a stenting treatment procedure, the patient experienced an allergic reaction. Following the implantation of a 22x45/10 and a 22x55/10 wallstents, the patient experienced burning mouth, rash and itchiness, and a sensation that gets her mental thoughts rising, these issues have all taken place since implantation of the two stents. The patient started to experience really bad metal allergies one day post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two stents were placed in the left leg and one in the right leg. Patient had surgery to remove the stents. Patient states that a cut was made from there chest wall all the way down to their stomach. However, a blood vessel was torn during the procedure and the patient lost 3.5 pints of blood. Patient states ¿ I almost died¿. Surgeon repaired the damaged vessel, but then decided to leave stents in place because it was too risky to remove them. Patient was told that there reacting to 4 metals found in the stents material.